Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that the imaging system would not boot up. It was reported that there was a red 'x' displayed for the x-ray generator on the pendant. There was no patient present when this issue was identified.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.